Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2003. The device was revised in 2008, due to the bone being unionized.